Event description:
Boston scientific received information that this product was part of a system revision due to systemic infection that was not caused by the device. However, this infection required the system to be explanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.